Event description:
Eri was confirmed via remote monitoring. Battery remained 28 percent the day before. Affected products of field safety notice in 2021/3. Device currently remains implanted. Should additional information be received, this file will be updated.